Event description:
The pump was returned for investigation. Investigation revealed a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Unrelated to the display issue, the keypad cover had been returned torn. The contrast button was unresponsive due to a missing contact during testing; this has no effect on insulin delivery function. The cover was removed and evidence of contamination was found under the down arrow key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).